Event description:
It was reported when the doctor opened the kit, he found the tip of the guidewire was kinked. As a result, it was not used and a new kit was used successfully for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).